Event description:
It was reported that during a robot supracervical hysterectomy, the edge of the cannula broke off into fragments. Particles fell in the patient and were removed using a grasper. This was the primary camera port. The surgeon was not sure if the camera melted and cracked the trocar or if it was another mechanism. The surgeon noticed the issue at the end of the case. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B) (4). (B) (4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.